Event description:
Voluntary medwatch received states the patient's left ventricular lead was reported to have a product performance issue. No intervention was performed. No additional adverse patient effects were reported.